Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-00536. It was reported the patient had multiple fracture in their l3 leads. The surgeon would no longer implant the patient with drg leads; therefore the drg system was explanted and replaced with a scs system. Therapy restored post-op.

Manufacturer narrative:
Correction: section g2 report source-health professional should also have been selected in the previous report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.